Event description:
It was reported that the physician was unable to access the coronary sinus vein with a catheter during a bi-ventricular defibrillator implant. It was reported that the physician had difficulty manipulating the catheters (several were used during the procedure). The patient was successfully implanted by another physician that day. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.